Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the bending section attachment is floating, wrinkles when bending a video cable into a loop and in universal code. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope entire screen goes black, and no video is displayed during preparation for use for an unknown diagnostic procedure. The procedure was completed with a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.